Event description:
An impella 5.5 device was placed in a 42-year-old male with advanced heart failure, cardiogenic shock, cardiomyopathy, and acute decompensated chronic heart failure (scai stage d). Was managed while bridged from an impella 5.5 device to a left ventricular assist device. The patient had a medical history significant for diabetes mellitus and required ongoing inotropic and vasopressor support, as well as mechanical ventilation for respiratory support. The impella 5.5 had previously been inserted via an axillary approach. The patient experienced a surgical infection requiring surgical intervention. Post-culture results identified the source of infection as the prior impella 5.5 surgical graft site. A small portion of the graft was surgically removed, the site was washed out, and the artery was repaired. Based on comprehensive review, the reported infection is attributed to the prior surgical graft and vascular access site in the setting of advanced heart failure, diabetes mellitus, prolonged critical illness, and factors inherent to post-procedural management of surgical access sites, including ongoing site care and handling requirements in the intensive care environment.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation summary: ppae (infection): the root cause of the injury was unable to be determined due to insufficient clinical details.